Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7263513.

Event description:
It was reported that after the trial explant procedure, patient experience a lot of blood and pain. The patient was taken to the emergency room.